Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the pump powers on appropriately to the verification screen. A review of the black box history indicated rebooting during a battery change occurred on (B)(4) 2011. The battery cap secured appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. The complaint could not be duplicated during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter stated that a routine battery change was performed in response to a "low battery" warning, and then the pump would not turn on. The issue remained unresolved with additional battery changes. The reporter denied any structural damage to the battery cap and compartment, and denied corrosion in the battery compartment. The reporter confirmed that the battery was inserted correctly and that the battery cap was secure. The reporter stated that the pump is exposed to water in the shower every day.